Event description:
The reporter states, that she obtained a blood glucose result of 340 mg/dl on the accu-chek advantage meter in comparison to a blood glucose result of 160 mg/dl on the professional meter. The tests were obtained within a 10 mins timeframe. No action was taken based on the blood glucose results. No adverse event reported. New sys sent to customer and return requested.